Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead fluctuating impedances and thresholds were noted after fixating the helix of lead into the heart of the patient. One day after the procedure, it was noted that there was pacing failure with increased pacing thresholds and decreased pacing impedances since the implant the day before. A repositioning procedure took place and the rv lead was successfully repositioned and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.